Event description:
It was reported that during use of atrial pace/sense lead an apparent fracture was noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.